Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that a patient experienced a decrease in vision less than one year since having an intraocular lens implanted in the right eye. After observing that the lens surface was found to be blurred, the lens was explanted. No obvious scratches could be found on the surface of the explanted lens, and no obvious abnormalities were mentioned or described from the surgical process. At the time of this report, the patient had not been implanted with another lens, though the patient's visual acuity has reportedly improved. The outcome of this event could not be provided at this time. Additional information for this event was requested, but has not been received.

Event description:
Upon follow-up, it was stated that no eye inflammation was reported. Additional information about the event outcome has been requested, but has not been received.

Manufacturer narrative:
The lens was not returned for evaluation. A device history record (DHR) review did not find any nonconformities or anomalies related to this complaint. Based on the available information, a root cause for the reported event could not be conclusively determined.